Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient complained of feeling palpitations, and it was determined that the right ventricular (rv) lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.